Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to erosion. Reportedly, the device is jumping out of the patient's chest. There were no additional adverse patient effects reported. All available information indicates that as of this time, the ra lead remains in service.